Event description:
Additional information received from the initial reporter confirmed the phenomenon occurred before the procedure. The procedure being performed was an endoscopic prostate resection and is therapeutic. Not a single piece of the equipment fell into the patient and there were no procedural complications as a result of the indicated phenomenon.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The customer provided additional information (present in b3/b5/e1/e2/e3). The device was returned to olympus for evaluation and the customer¿s allegations were confirmed. Image disappearing temporarily caused by cable disconnection depending on its position due to internal stresses, but hard to picture. Additionally, the cover glass of the charged coupled device (ccd)-unit was chipped. A non-reportable finding during the evaluation was as follows: the cable was twisted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, for phenomenon 1 "the image is not displayed intermittently", it is likely that a cable failure caused a communication problem that intermittently prevented images from being displayed. It is likely that the cable has broken and failed due to cable twisting. Additionally, the cause for phenomenon 2 "the cover glass of the charged coupled device (ccd) unit is lacking" could not be identified although it was reproduced. The event can be detected/prevented by following the instructions for use which state: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the hd autoclavable camera head's image does not appear. There was no patient harm or injury reported.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.